Event description:
Customer states that during pre-test prior to use on a patient at hospital, a doctor confirmed the cuff would not be inflated. No patient involvement.

Manufacturer narrative:
The sample associated to this report may become available for analysis.